Event description:
It was reported that the tip of a threaded olive wire broke off and was retained in the patient's bone during a bunion procedure on (B)(6) 2021. A backup device was available to successfully complete the case with no additional patient outcomes.

Manufacturer narrative:
It was reported that the tip of a threaded olive wire broke off and was retained in the patient's bone during a bunion procedure on (B)(6) 2021. The device was not returned for evaluation, but photographic evidence was reviewed and confirmed that the olive wire broke off right before the threading meets the shaft of the device. The UDI referenced is for the sterile kit, sk14, the product is distributed within. The device history records for all possible lots were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Based on the available information, the most likely cause cannot be determined; however, it is possible the technique utilized applied additional bending forces or it broke due to impact with another device. A backup device was available to successfully complete the case with no additional patient outcomes. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file the MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR as necessary and appropriate.

Manufacturer narrative:
Corrected data: h4: device manufacturer date: unknown.